Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was at physical therapy and reportedly conscious at the time of the event. Nurse reported the patient treatment. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient continues to use the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(6) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Manufacturer narrative:
Device evaluation of monitor and belt has been completed at the distributor. Treatments were confirmed and all gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction causing or contributing to the inappropriate treatments. The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69%per patient-month with 90%confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
Us distributor provided additional information on the event. Holter download performed on the returned equipment shows the patient received 4 inappropriate treatments on (B)(6) 2022. Atrial fibrillation with rapid ventricular response (af with rvr) and motion artifact contributed to the false detections. The response buttons were pressed after treatment 1 was delivered. The response buttons functioned appropriately. No injury was reported from the treatments. The patient ended use of the lifevest on (B)(6) /2022. No deficiencies were alleged against the device. The patient was inappropriately treated 1 time by the lifevest. The patient was at physical therapy and reportedly conscious at the time of the event. Nurse reported the patient treatment. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient continues to use the lifevest. No deficiencies were alleged against the device.